Manufacturer narrative:
The investigation determined that biased vitros valp quality control results occurred on the vitros 5,1 fs system. No analyzer malfunction was identified. Acceptable performance was observed once the customer ensured all operators handled quality control fluids and vitros valp reagent packs in accordance with the manufacturer¿s recommendations. The investigation into this event concludes that the root cause of the event is unknown and the possibility of improper pre-analytical handling of quality control fluids and vitros valp reagent packs could not be ruled out as potential root causes.

Event description:
A customer observed lower than expected vitros valp quality control results on the vitros 5,1 fs chemistry system. No biased patient results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.this report corresponds to ortho clinical diagnostics inc. (B)(4).